Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure 812 on channel b was not confirmed or reproduced during product evaluation. The root cause was not identified. Since the customer refused the service estimate, the pump will be returned unrepaired. This is involving a pump with software version 5.04.00 which is categorized as unremediated. A device history review was performed finding one exception during manufacturing, however, the device was re-tested and found to be performing as designed. A service history review revealed that this device has not been serviced prior to this event for the reported condition.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump with a failure code 812 on channel b when loading. This condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.